Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2004, pt underwent incisional ventral repair with composix mesh. This hernia is noted to be in the right upper quadrant. On (B)(6) 2005, pt underwent repair of a left flank ventral incisional hernia with sepramesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. There is no indication in the medical records that a device failure occurred. Additionally, the mesh remains implanted. With the currently available info, no add'l conclusion(s) can be drawn. It add'l event and/or eval info is obtained, a f/u MDR will be submitted. The medical records refer to a sepramesh implant on (B)(6) 2005, however, there was no indication that there were any issues related to this device.